Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, bent pins) has been confirmed. Upon investigation the monitor was unable to communicate with a belt. The monitor's electrode belt connector was disconnected to the monitor case, damaging wires in the monitor and pulling the receptacle out of the j1001 on the ca board. The j1001 and the pins in the receptacle or battery connector were not physically damaged. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.